Event description:
According to available information, this device was not able to be used due to contamination. The device was checked before opening and was not used as there was a particle that looked like a piece of cardboard in the bag.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Manufacturer narrative:
Checking the quality databases revealed no anomaly in connection with the described defect. On july we received one sealed sample. After observation we noted that a particle was inside this packaging. Particule was observed and identify as a piece of cardboard, but we cannot define its origin. On october, a resensitization was performed in the retrace area in the workshop with the operators concerned (see in investigation the proof of resensitization).